Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Subsequently replaced in a timely manner without affecting the surgical process."

Event description:
It was reported that"(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Subsequently replaced in a timely manner without affecting the surgical process".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. Both cuffs inflated normally and no issues were detected with either cuff. A water leak test was then conducted on the returned sample by immersing it underwater with the cuffs inflated. No bubbles were observed flowing out from the cuffs indicating no leakage. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.